Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal cefepime (1g cyclical one bag; frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, cefepime remains ongoing and the patient is recovering. No additional information is available.